Event description:
It was reported to teleflex medical that after the application of skin staples to the patient, the skin staples went locking out and not holding properly.

Manufacturer narrative:
D-4 lot numbers. The user facility noted three (2) more separate lot numbers. The lot numbers are: t1201180, and t1208567. D-4 expiration dates. T1201180- 02/2011, t1203567- 04/2011. H-4 device manufacturer date: t1201180- 02/2006, t1208567- 04/2006. The actual devices used for stapling the patient were thrown away. Teleflex medical is in the process of retrieving unopened samples from the facility to perform an evaluation. Once additional information becomes available, a follow up report will be provided.